Manufacturer narrative:
Additional information was received. Dec 12st 2018: complaint form was provided with description of the event. "The blade wouldn't go into the cage. My doc always awls first. The blade wouldn't go all the way in. And when he pushed the final pusher again the peek broke. New implant was opened." Patient age & sex. Additional information are needed to understand this case. Questions were asked to the reporter but still pending. No impact on patient.

Event description:
Roi-c : broken implants.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Attempts have been made and no further information has been provided. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. The cause for the device issue is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause is unknown.

Manufacturer narrative:
The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made to get more information. Not returned to manufacturer.

Event description:
Roi-c : broken implants. Attempts have been made and no further information has been provided.